Event description:
Revision op report- diagnosis: failed tibial insert right knee. There was significant amount of synovitis and an effusion. There was symmetric wear posteriorly on both the medial and lateral aspect of the insert. There was obvious delamination. It was worse medially than laterally. There was no loosening or any osteolysis. There is no evidence of infection, and the joint fluid had a string sign and was also sent out for culture. The patient was then transferred to gurney and taken to the recovery room. No complications. There is no additional information available.

Manufacturer narrative:
Additional manufacturer narrative- additional information added. D10. Concomitants: 3622126, 02-010-03-0335 - logic cr femoral cem, right, sz 3.5; 3723074, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; 3777688, 200-02-35 - three peg patella 35mm. Pending investigation. There is no additional information available.

Manufacturer narrative:
H6: corrected medical device clinical code.

Event description:
As reported, the 62 y/o male patient was seen and evaluated by surgeon for right knee pain and swelling on (B)(6) 2023. Patient is s/p r tka in 2014. Radiographs that were taken prior to his office visit revealed asymmetric polyethylene wear to the point that it was a concern that the polyethylene may have worn to the point that the femoral component was articulating with the tibial component and thus a CT was ordered to further evaluate. On exam patient had a severe effusion and pain with regards to the right knee. There were no clinical signs of infection, or a septic knee CT revealed that the polyethylene was not completely worn to metal. Given the rapid wear of the polyethylene, and the patient's symptoms the decision was made to revise the tibial component and replace the polyethylene. Exposure was made through the existing tka scar. When the arthrotomy was made copious amounts of dark straw-colored joint fluid came flowing out. There is no purulence noted in the joint fluid. There is extensive synovitis in the soft tissue superficial to the arthrotomy as well as in the periosteum. In addition to this there were several large size pieces of polyethylene patient the day floating loose within the knee joint. Patient revised r tka with polyethylene exchange. Patient was revised to exactech devices. There was no breakage of the device or surgical delay/prolongation. Sales rep was unable to obtain x-rays or images. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.